Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, scratches were on the protective coating on the bending portion of the device, switch 3, protector on the universal cord, and connecting tube, the adhesive on the protective coating on the bending portion of the device was cloudy and cracked, and the camera cover had a dent. The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite at the user facility in regarding to the nozzle. The customer reported that the subject device was cleaned, disinfected and sterilized prior to being sent to olympus for evaluation. The customer was unable to provide when the debris became adhered to the scope. There was no delay in the start of pre-cleaning. The customer reported flushing the air/water nozzle with water and air during pre-cleaning. During manual cleaning, there were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes and sponges. The customer flushed the air/water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to identify what the foreign material was. The investigation determined that the customer was reprocessing the subject device within requirements of the instructions for use (IFU). The investigation was unable to determine a root cause of the reported failure of debris in the nozzle. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning: ¿inspection of the endoscope 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope was having problems with the air/water flow system. There was a failure of the water supply. The issue was found during preparation for use in an unidentified procedure that was completed using a similar device. Inspection and testing of the returned device found foreign materials in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.